Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. However, it was confirmed that there was no adhesive in the position where it should have been applied. Further inspection revealed scratches around the same area. Therefore, it is concluded as a possibility that some kind of external force was applied to the relevant part. The following is included in the instructions for use which may detect the event: "inspection of the endoscope : inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Further inspection of the returned device noted a leak at the air/water inlet on the scope connector side. Fluid invasion was noted in the ultrasound connector. The bending section rubber glue was found chipped. The scope ID chip showed 1408 total uses. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, when the scope was connected the ultrasound machine displayed an "invalid probe" message. However, the error does not appear with a different scope. It is unknown if the intended procedure was completed. There was no patient injury reported. The scope was returned for evaluation and found the glue peeling on the forceps cover and the probe loose. This report is being submitted to capture the glue peeling on the forceps and loose probe found during inspection.